Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes condensation was discovered in the tube. The following information was provided by the initial reporter: customer reported lot#1326424 showing a contamination or condensation on tube walls.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (fm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes condensation was discovered in the tube. The following information was provided by the initial reporter: customer reported lot#1326424 showing a contamination or condensation on tube walls.